Event description:
It was reported that the patient presented with syncope on the pacemaker. The physician elected to explant and replaced the pacemaker. The patient condition was unknown.

Manufacturer narrative:
The reported event of syncope could not be confirmed. As received, the device was returned and analyzed. Electrical, longevity, and visual analysis was normal with no anomalies found.